Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 around 2.30 pm. The customer blood glucose level was 500 mg/dl at the time of hospitalized. Customer was feeling sick and blood glucose was 230 mg/dl. Customer stated that emergency room gave her fluids to lower blood glucose and now was on manual injection. Customer states that she found a crack on the battery compartment. Customer stated that no physical damaged to the reservoir lip ring. Customer did not troubleshoot for high customer blood glucose because they indicates that the insulin pump was physically damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No broken off or missing piece noted on the pump case. Device had cracked battery tube threads, cracked belt clip slot, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.